Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the audio bolus button is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was confirmed to be unresponsive during testing; the button was removed and adhesive was found under the button contact. Unrelated to the complaint, the keypad was found to be lifting at the ok button; all buttons were found to be responding normal and no contamination was found in the button contacts. Also unrelated, the display screen was found to be faded and miscolored and the display lens was scratched. Also unrelated, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.